Manufacturer narrative:
Troubleshooting was performed with the customer, including disassembling, inspecting, cleaning and reassembling components/accessories and verifying breast shield fit. After troubleshooting, the customer indicated that the suction was still low. A replacement breast pump was sent to the customer and the original pump was requested for evaluation. On 08/17/2017, a complaint handler followed up with the customer, who stated that she was diagnosed with a breast infection for which she was prescribed an antibiotic. She indicated that the mastitis is resolved and the replacement breast pump is working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the suction on her freestyle breast pump was low and was not emptying her breasts and she had developed clogged ducts.